Manufacturer narrative:
Patient information/involvement is unknown. (B)(4). Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a tab broke off the device. There was no impact to the patient. This complaint involves one device.

Manufacturer narrative:
Based upon this updated information indicating that the device was discovered to be broken in sterile processing, the reportability was reassessed and determined to be non-reportable. Therefore, the previous medwatch is being rescinded. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Updated information received march 24, 2016: it was further reported that the handle did not break during surgery. Instead, it happened as the sterile processing department reorganized the equipment. The handle was found in this broken condition. It was confirmed that no patient or surgery was involved. Based upon this updated information, the reportability was reassessed and determined to be non-reportable. Therefore, the previous medwatch is being rescinded.